Event description:
Health care professional reports multiple hemolysis events occurred in the center within a one week period. Health care professional reports dialysis procedures performed with baxter dialyzers. Health care professional reports all pts fully recovered at this time. Health care professional has attributed all events to the blood lines used during pt treatment. These blood lines are not mfg or distributed by baxter.